Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. MDR decision corrected to not reportable. No additional supplementals required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was told that their first ins would last 5 years so they were shocked when it was only 2 years. The caller stated that they accepted it and there was no complaint about it. The caller mentioned that the patient went with out it until the replacement; the ins was replaced with a rechargeable ins and the caller stated that the implant works for the patient. No further complications were reported/anticipated.